Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contact philips healthcare to have the battery replaced. The specific failure symptom was not reported. There was no report of patient involvement and there was no adverse patient impact.